Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced bent cannula event on (B)(6) 2026. The infusion set was in use for less than a day. The patient replaced the infusion set, and resumed insulin delivery successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 7.